Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned for noise as well as low out-of-range (oor) pacing impedances of less than 200 ohms. A new lead was successfully placed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.